Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "random upstream occlusion while running the volume test" was not reproduced. The device was tested for upstream occlusion detection and it passed. Event history log was completed and in the last days of customer use, multiple occurrences of "upstream occlusion!" Alarms were recorded, however, upstream occlusion detection testing failures cannot be determined through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed random upstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.